Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sough. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
Maybe state in instructions not to bite hard, just firmly. After just 2 nights the two layers began to separate and were completely apart by the 4th night.